Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose 414 mg/dl. The customer reported that the insulin pump received unexpected power loss alarm and previously reported that battery not recognized by the insulin pump. The customer stated that the previous technician did not tell her to rewind the insulin pump after clearing the alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.